Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
An FDA letter received by allergan aesthetics provided a letter from a patient who stated the patient received coolsculpting treatment to the abdomen and developed paradoxical adipose hyperplasia. The patient reported in the year following the year of the treatment approximately 7 pounds of scar tissue was removed using laser liposuction.